Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test preceded by an off/no power alert. The customer reported that the inside of the battery cap appeared to be worn. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer received an additional failed battery test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump gave a failed battery test alarm due to a faulty battery tube. Unable to verify the off no power anomaly due to the failed battery test. The pump also had minor scratches on the lcd window, and cracked battery tube threads.